Manufacturer narrative:
In follow up #1 report the date received by manufacturer was incorrectly documented as 5/5/2017. The correct date that the information was received is 6/1/2017.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after opening the liquid optics interface (loi) box and inside tray labeled as loi-12 it was found that the loi inside the package was a different product size: loi-14. This occurred prior to start of the procedure.

Manufacturer narrative:
A review of the records related to the device that included labeling, manual, trending, device history records and risk documentation reviews for the device was performed. The review of the device history record (DHR) revealed no issues as all units passed final assembly testing. It should be noted that both liquid optics interfaces or lois (loi-14) and loi-12 devices use the same testing programs and criteria for results during the leak testing and final assembly testing and therefore would not be caught at either of these testing stations. A complaint history review shows that this is the only recorded incident for information labeling involving this lot number and this product family. Based on this it was concluded that the device has a labeling deficiency. All pertinent information available to abbott medical optics has been submitted.